Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue was investigated but cannot be confirmed at this time. No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
Following troubleshooting a signal was still unable to be obtained. The clinic did not want to do any further troubleshooting at this time.

Event description:
It was reported that no signal could be obtained from the sensor post implant. No signal was recorded with the sensor prior to implant. It was reported that during procedure the physician had some difficulty getting the sensor past the patient's ivc filter. There were no patient consequences reported. Additional troubleshooting will be performed.